Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set separated between the tubing and twist clamp and leaked. This was further described as ¿the tubing from the back of the transfer set came disconnected¿ and ¿the home patient woke up and was wet¿. This was identified during peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the female connector. The silicone tubing had a jagged end with the appearance of being torn. Where the tubing was torn appeared to be where the occlude feet would have been engaged when clamp was in the closed position during use. The reported condition was verified. The cause of the reported problem was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.